Manufacturer narrative:
H3, h6) software data was received and analysis confirmed the reported event. The results of analysis concluded no software issues were detected, no unexpected exits were detected, and the system's lagging was difficult to detect through the logs. Previously reported codes, b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A medtronic representative went to the site to perform a system check out and they found that the system functioned as intended. No problems were detected. Fdd a0908 has been removed for the inaccuracy, as we have received clarification that the screws were accurate. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the screws never went deeper than the planned trajectory. They were deeper than the surgeon thought while they were advancing because the screen wasn¿t live.

Manufacturer narrative:
Continuation of d10: section d: information references the main component of the system. Other relevant device(s) are: product ID: kit1378, software version: 5.0.1 h3, h6:the exports have been returned for clinical analysis. The analysis is still in progress. There are multiple fdd codes. A110201 is for the unresponsiveness. A0908 is for the depth inaccuracy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the system became unresponsive during a case 10-15 separate times. When this occurred, the surgeon screen was completely black and the workstation monitor was unresponsive and the display did not change. After about 20 seconds, the workstation monitor would also turn black then video would return and it would be responsive again. While placing screws, the system would become unresponsive and the site had to be careful as the screw would often end up too far in the pedicle as the screen was not actively tracking. A soft restart was performed, but the issue persisted during the case. A hard restart was performed after the procedure, and the system appeared to be functioning as intended. All screws were accurately placed. There was no patient harm and the procedure was delayed less than one hour.